Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws ab-yes, damaged jaws ab-no, damaged cutter n/a, damaged feed bar ab-no, damaged floor a-no b-yes, damaged handle shrouds ab-no, damaged other ab-no, damaged tip shrouds ab-no, damaged trigger ab-no, damaged tube ab-no, damaged weld seams ab-no. Functional tests & results: antibackup functional ab-yes, firing: feed conform ba-yes, firing: form conform ab-yes, jaws: hold clip ab-yes, jaws: inside width at tips a-.176 b-.192, lockout functional ab-yes, number of clips fed and formed a-20 b-10. Analysis conclusion: based upon inquiry info received and visual examination and functional testing, no conclusion could be reached as to what may have caused reported incident. Instruments were both fired and both fired and formed remaining clips as designed. There were four clips returned with instrument. Due to condition of three of returned clips, it appears possible that instrument was not fired through a complete firing stoke. As stated in packaging insert, instrument should be fully squeezed on each firing. Each instrument is evaluated during assembly process to ensure clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
During an unknown procedure the clips had twisted and not formed correctly, therefore fell off the vessel. No other information was available. There was no consequence to the patient.